Event description:
It was reported that during a surgical procedure, the digital reading on the disc monitor was reading incorrectly. The doctor injected 3cc's of contrast and the digital reading on the device showed 2cc's of contrast injected. There were no adverse consequences reported and the procedure was completed successfully.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.